Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via reduced intrinsic complexes. The system was implanted last december and the patient reported to the hospital with a pocket infection and erosion a couple of weeks post implant. The doctor successfully addressed the infection and erosion. Then the patient had the inappropriate shock. Device interrogation yielded an error message due to a long charge time. The high energy shock impedance was one ohm, which is low and out of range. The system was x-rayed and it confirmed that the electrode had dislodged with some of it in the pulse generator pocket. The doctor will schedule a system revision. There were no additional adverse patient effects. The system remains implanted.